Manufacturer narrative:
(B)(4). (B)(4).

Event description:
A customer reported cutting failure of the probe during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.